Event description:
It was reported that the patient had a nevro stimulator placed at tcpc. She had the battery moved in 2019. In 2021, the scs stopped working and was replaced. She reports she does not use it often. Her spinal cord stimulation is for her low back. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).